Event description:
Patient was revised in 2008, due to an unknown reason. Implant date is unknown.

Manufacturer narrative:
Cause of patient revision is unknown since product was not returned and no product and lot number was provided. Cause of revision can not be determined without additional information. Result: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for correction action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.